Event description:
It was reported that a spectrum iq pump did not sense the closed door and kept alarming 'close door'. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Adthe device was received for evaluation. During functional testing, the reported problem of ""pump not sensing door closed. Keeps alarming to close door"" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The link & link switch requires adjustment/verification to address this issue. Should additional relevant information become available, a supplemental report will be submitted.